Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation as the device has not returned to olympus, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to wear and tear. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high frequency-resection electrode "plasmaloop", had a burned distal end. The issue was found during a therapeutic, transurethral resection in saline solution procedure. The procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.